Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed pace impedance greater than 2000 ohms. The impedance measurements were reported to have been stable and consistent. Boston scientific technical services recommended increasing the upper limit for the out of range value. There were no adverse patient effects reported. The device remains in service.